Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry could not be established with the cardiac resynchronization therapy defibrillator (crt-d) and it was thought that the battery had depleted prematurely. It was also reported that the left ventricular (lv) lead was not capturing and possible high lead outputs had contributed to the battery depletion. The crt-d was explanted and replaced and the lv lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.